Event description:
On (B)(6) 2011 a silicone adhesive was applied to this lead for an unknown reason. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).